Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer reported to baxter (B)(4) an interlink y-type cath ext set/male l/l adapter in which a leak was observed. According to the report, a leak was noticed at the junction of the distal y-site and the tubing set. The process step is unknown. There was no report of patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: customer follow-up received on (B)(6) 2011 advised that the problem was noted during patient use. The patient had blood sepsis twice, both times after the IV tubing was noted to be broken. The customer can not say for sure that the sepsis was related to the cracked IV tubing or not. The separation was noted 12-15 hours after the set had been primed. Evaluation summary: a sample was returned for evaluation. Visual and functional testing was performed. All solvent bonds were visually inspected under a microscope with no abnormalities noted. The sample was then spiked into an in-house 1000ml solution bag containing reverse osmosis water and re primed. The sample was then under water pressure tested. No leaks were noted during either the priming or under water leak testing. All solvent bonds were then pull tested, no failures were noted. No further testing was performed. No other obvious visual defects were noted. The sample primed and flowed normally with no leaks noted. The reported condition was not confirmed. A batch review could not be completed as the lot number was not provided by the customer. Baxter will continue to monitor similar reports to determine if further actions are required.